Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-13828.. Related manufacturer reference number: 2938836-2019-13829. It was reported that the patient presented in clinic with an infection. The cause of infection was unknown. The entire system was explanted successfully and a new system will be re-implanted when the infection is cleared. The patient tolerated the procedure well.

Manufacturer narrative:
Analysis was normal. No anomalies were found.